Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to flattened button dome switches. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, and cracked battery tube threads.

Event description:
It is reported that the patient has a button error on their insulin pump and buttons are unresponsive. Patient's blood glucose level is 150mg/dl. Trouble shooting is conducted and found that customer was pushing the buttons fast. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).